Event description:
Two days post hvad implantation, the patient experienced an increase in pump power and flows, and increased lactate dehydrogenase (ldh) levels. They were subsequently taken to the operating room for pump exchange. The explanted pump has been returned to the manufacturer for analysis.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The lvad pump ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the device revealed no signs of physical damage or contamination. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed multiple "high watt" alarms on the date of the reported event. Log file analysis revealed an increase in power consumption starting on (B)(4) 2014. Waveform trends of this nature are indicative of a thrombus event. Pathology exam confirmed the presence of unorganized blood thrombus which may have contributed to the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Applicable risk documentation and experience with events of similar circumstances were considered; events with high power consumption are most often attributed to thrombus formation. The most likely root cause of the high power consumption and suspected thrombus cannot be conclusively determined; however there are patient, procedural and pharmacological factors that may have contributed to this event. Thrombus is a known risk associated with use of ventricular assist devices noted within the labeling. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Serious and life threatening adverse events, including device thrombus and reoperation, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This report may be based on information which heartware has not been able to investigate or verify prior to the required reporting date. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
The device has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of receipt.